Manufacturer narrative:
Some iron dust particles did fall into the patient's surgical site and were partially washed away by the blood / fluid aspiration system. No patient reaction caused by any particles which may have remained in the patient was reported. No additional medical treatment was required.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Further engineering analysis found the root cause of the issue appears to be age/wear-related. The returned handle had impact marks over the entire surface of the impact cap and the cap was slightly askew from the body of the handle. Repeat high impact strikes on the outer edge of the impact cap create a circular moment that stresses the internal threads that attach the impact cap to the core of the handle. The loctite is applied between the threads of the impact cap and the metal core of the handle. The flaking loctite glue was a precursor failure mode to the entire impact cap separating from the body of the handle. There have been no patient harms reported in conjunction with either failure mode. The package insert , which accompanies this device contains a warning to inspect the device: "warning: prior to use, examine the device components for damage, deterioration, deformation and abuse. Do not attempt to use any instrument that appears to be bent or otherwise damaged." The instruction for use for spinal fusion procedures, also contains a warning to inspect the device: "warning: prior to use, examine all components for damage and deterioration. Do not use any compromised component. Abandon use of any component damage during the procedure."

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. Initial evaluation found that the returned handle impact caps are battered but still attached. There appears to be loctite residue within the cannula of one of the handles while the other was clean. Otherwise, the handles were fully functional. Further engineering analysis found that the impact cap of the handle was askew, but still attached to the body of the handle. Looking down the cannula of the handle, there was evidence of flaking loctite near the threaded portion of the impact cap. It is highly likely that the customer observed expelled loctite particles as opposed to "iron dust" as was initially reported in the complaint. A cytotoxicity study was performed in conjunction with similar allegations of loctite particles falling into a patient. It was concluded that the extraction resulted in no cell lysis or toxicity. The second returned handle had no evidence of impact cap deformation or loctite flaking in the cannula. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spine procedure, both the surgeon and the scrub nurse, reported iron dust particles coming out of the handle while it was being used. No further details regarding the damage, or how it occurred, were provided. The handle will be replaced. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome reported.

Manufacturer narrative:
Product is class I for us regulations and does not require a 510(k) designation. H6) no parts have been received by manufacturer for analysis.

Manufacturer narrative:
Although it was confirmed that there was one alleged incident with a handle, a medtronic representative reported that 2 handles will be returned for evaluation. The following are the lot numbers and associated device manufacture dates of the 2 handles:1) 44919 - 1/11/2013;2) 61508 - 1/30/2015.neither device has been returned to the manufacturer for evaluation.